Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the reporter's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).

Event description:
A consumer's wife reported that one week following intraocular lens (iol) implant surgery, the surgeon told her husband that a subretinal membrane was discovered; and her husband was sent to a retinal specialist. The retinal specialist confirmed the presence of membranes. She stated that the surgeon told her husband rotating the lens may improve his vision. The surgeon also told her husband that the lens is not at an "optimal position". However, she stated that her husband's vision is "better now than before surgery" and does not feel there is a problem. She also reported that the retinal specialist noted no macular degeneration or bleeding; and does not recommend doing any treatment as this time. At the reporter's request, the surgeon was not contacted.